Event description:
A customer reported receiving a sensor error message on the adc devices. As a result, the customer experienced tiredness and confusion and received oral glucose from a non-healthcare professional as a treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message on the adc devices. As a result, the customer experienced tiredness and confusion and received oral glucose from a non-healthcare professional as a treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). The broken snaps was observed upon visual inspection of sensor plug assembly. An extended investigation has also been performed on the sensor plug and observed that one of the snaps were broken off, causing improper seating of the plug in the mount. This results in a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal, which it can lead to liquid ingress onto the pcb. Therefore, this complaint is confirmed due to broken snap. All pertinent information available to abbott diabetes care has been submitted. Additional information: d4 - primary UDI number has been updated.